Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, reported complaint: "complaint arose from device not inflating. Upon explant the pump was found to be compromised towards the bottom. The cylinders appear to have been damaged upon explant. This particular patient had a previous pump break at which point [the physician] exchanged the pump to a touch. Patient was very unhappy with the touch pump and asked [the physician] to switch it back to the classic pump which took place back in (B)(6) 2020. This pump has since broken resulting in replacement of the entire decide. " the device was removed/replaced and will be returned.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was implanted on (B)(6) 2020 and revised and removed/replaced on (B)(6) 2020 due to a fracture of the pump bulb. Additional information received from the program manager indicated: ¿complaint arose from device not inflating. Upon explant the pump was found to be compromised towards the bottom. The cylinders appear to have been damaged upon explant.¿ a titan pump, two cylinders, and reservoir were received for evaluation. A photograph of the explanted pump was also provided. Examination of the provided photograph revealed a separation in the bulb of the pump, located between ribs 1 and 2. Examination and testing of the returned components revealed a separation in the bulb of the pump, located between ribs 1 and 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Separations were also noted in the bladder of each cylinder, and on the deflate valve of the reservoir. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces of the separations in each cylinder appeared to be smooth and straight, indicating contact was made with sharp instrumentation. Microscopic examination of the surfaces of the reservoir deflate valve separation appeared to have striations next to the separation, indicating contact was made with unshod instrumentation. Surface abrasion was noted on the pump inlet tubing and on the exhaust tubing of cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump bulb, between ribs 1 and 2 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1, 2, and reservoir deflate valve occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that these separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.